Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at nominal pressure, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient was good post procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at nominal pressure, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient was good post procedure.